Event description:
I had lasik surgery approx 2004. In approx 2014, I noticed that my vision had greatly decreased and I was having problems seeing driving and with night vision. I was examined by several md's and it was confirmed that I had corneal ectasia. I now get my vision checked frequently to make sure that it isn't decreasing as someday I may require a corneal transplant I am told. I was also given the option of corneal crosslinking. Lasix surgery was dr. (B)(6) at (B)(6).